Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis [arthritis], calcium pyrophosphate dihydrate deposition disease [chondrocalcinosis pyrophosphate], slight fever [pyrexia], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis [kellgren and lawrence (k and l) grade IV]. The pt's medical history was significant for previous use of synvisc in right knee. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, route not provided, dosage regimen not provided, into left knee. The lot number for synvisc was not provided. On (B)(6) 2012, the pt had her third injection of the first course into left knee. On (B)(6) 2012, the pt visited the emergency room of the hosp and complained of arthritis with slight fever. On the same day, 40 cc amount of cloudy fluid was aspirated from her left knee. It was also reported that her c-reactive protein (crp) levels were 3.7 (units unk) and calcium pyrophosphate dihydrate deposition disease (cppd) was positive. The action taken with synvisc treatment was not provided. The pt had not yet recovered from the event of arthritis and outcome for the events of calcium pyrophosphate dihydrate deposition disease, slight fever and joint effusion was not provided. Concomitant medications were not provided. The intensity of all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible and did not provide the relationship between synvisc and the events of calcium pyrophosphate dihydrate deposition disease, slight fever and joint effusion.